Event description:
A patient was connected to the evita xl ventilator and the ventilator was running in aprv mode. The ventilator thigh and tlow settings were not set correctly by the user. The patient was connected to the ventilator for 30 hours while the thigh and tlow settings were incorrectly set which allegedly resulted in patient harm. The patient was removed from the evita xl ventilator and was transported to another hospital where the patient expired.

Manufacturer narrative:
The investigation was performed based on the provided log-file and the given information. As the relevant entries in the log file have already been overwritten by newer ones the reported event could not be reproduced. Based on the given information, inappropriate settings were identified as the root cause for the reported event. Neither the log entries nor the available information do indicate a device failure. Hence this event was caused by a user error.